Event description:
The customer reported experiencing high blood glucose for the past few hours. Troubleshooting was performed. The customer's most recent glucose reading was 239 mg/dl, and she has treated with manual injections. The programming, time, and date were correct. Ran a fixed prime test and the test passed. Performed high pressure test several times and the insulin pump failed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.